Event description:
It was reported that the t:slim x2 pump battery would not charge when connected via a computer usb port. There was no adverse impact to the customer¿s blood glucose level, and the battery charging issue did not cause a pump shutdown. The customer resolved the problem by using a tandem wall adapter, and technical support instructed them about the importance of using recommended charging supplies. A replacement tandem charging cable was sent to the customer via two-day shipping for further assurance. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.